Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) had fiber optic failure. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) unable to duplicate reported failure, although fault codes suggest a potential problem with the fiber optic pcb. As a precautionary measure, fse replaced fiber optic pcb and fiber optic extension. Performed functional check and safety test, then returned unit to service.